Manufacturer narrative:
(B)(4). Batch #unk. Attempts have been made to retrieve the device. To date, the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. The lot/batch was not provided; therefore, the manufacturing records evaluation could not be performed. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during an endoscopic distal pancreatectomy, the device would not fire when severing pancreatic tissue. Checked the sled¿s position and found it was ramp stall issue. After firing, could not open the jaw. As the tissue was cut off, removed the device from the patient through tissue gap. Changed to a new device to complete surgery. There was no patient consequence reported. No additional information can be provided.

Manufacturer narrative:
(B)(4). Date sent: 9/29/2020. D4: batch # t5ej46. Investigation summary : the sc60a device was received for analysis with no apparent damaged and with a gst60w partially fired 1/16 reload loaded on the device. Further analysis showed that the clamping mechanism was noted to be damaged. No further functional testing could be performed due to the condition of the device. The shroud of device was noted to be damaged around switch knife return area. The device was disassembled to verify the integrity of the internal components and the reversed knife button was noted to be damaged. Batch records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. It is possible that while loading the reload, the reload was pushed farther back than the reload alignment stop windows resulting in the knife pushing the one piece sled forward and locking the reload. No conclusion could be reached on what caused the switch knife returned button became to be damage. It should be noted that as part of our quality process all  devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.